Event description:
It was reported that a patient presented with dislodgement of the right atrial lead due to twiddler's syndrome. The lead was found twisted around the device on x-ray imaging. Additionally, the lead was unable to pace and sense, and the pacing impedance was found to be high. The lead was explanted and replaced on (B)(6) 2025. No further adverse patient consequences were reported.